Event description:
Healthcare professional later reported left side capsular contracture, baker grade I-ii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side no complaint against the device. Patient reported and healthcare professional confirmed left side "rupture and exchange of textured device due to patient's concern with product". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as surgical impact opening (shell thickness within specification) and one opening on anterior side assessed as surgical damage. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side no complaint against the device. Patient reported and healthcare professional confirmed left side "rupture and exchange of textured device due to patient's concern with product". Healthcare professional later reported left side capsular contracture, baker grade I-ii. Device has been explanted and replaced.